Event description:
It was reported the patient felt constant surges. It was noted the patient had their system changed this past monday. The reporter stated they met with the patient to interrogate and check the system, hoping this would stop their overstimulation and shocking sensation the patient gets. It was noted the patient gets shocked more while recharging and it was at random times. It was further noted the patient was having a lot of surgical pain at their post operation appointment, but was getting stimulation. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).